Event description:
The patient reported their blood glucose (bg) level rose over 250 mg/dl, while wearing the pod between 1 and 4 hours. They reported receiving a communication error during operation. Treatment information was not provided.

Manufacturer narrative:
Timeouts were observed in conjunction with an 0x14 occlusion alarm. No damages were observed that could be confirmed as the root cause of the reported communication error or observed 0x14 alarm. The pod was reset and reran without incident. The cause of the reported communication error and observed 0x14 alarm could not be determined. The 0x14 alarm cannot be conclusively linked to the reported communication error. The exposed portion of the soft cannula was observed to be damaged, resulting in an internal tear and subsequent leak. The timing and cause of the observed cannula damage could not be determined. The damaged soft cannula could not be conclusively linked to the reported event or observed 0x14 alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.